Event description:
The territory mgr (tm) of a female pt contacted lifecor customer support to report that the pt was at the doctor's office and the monitor case was broke. Support sent a pt services rep (psr) to the pt to replace the monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor has been completed. The reported problem was confirmed. The monitor was found to have a broken end cap. The connectors were loose which caused communication failures with the belt. Both high voltage wires were broken off at the auxiliary board. The monitor was repaired. The monitor was retested and restocked. The root cause of the broken end cap cannot be positively identified, but was likely due to the pt dropping the monitor. No adverse event resulted from the damaged monitor. The pt received a replacement monitor.